Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cable was burnt. A boston scientific company representative verified that the power cable and the communicator will be returned for analysis. The communicator was deactivated. No adverse patient effects were reported.